Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman fxd curve access system (was) and a watchman closure device with delivery system (wds). The closure device was deployed, and as it was being positioned, a kink was discovered on the was sheath. The closure device was recaptured successfully. The physician elected to abort the procedure due to the small size of the patient's anatomy. No patient complications were reported.